Event description:
Ous MDR - after an implantation time of about 25 months, oversensing with inappropriate shock deliveries was reported. The lead was explanted and returned to biotronik for analysis. Aside from the shock deliveries, no further deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead and the enclosed programmer data were thoroughly analyzed. The visual analysis showed several signs of wear and tear along the lead body. In particular, there was fraying to the rope conductor of the ring electrode about 23 cm distal of the is-1 connector pin. The rope conductor was interrupted in this area due to fraying.these damages are with high probability the cause for the interference signals with shock delivery, which can be seen in the programmer printout, and they confirm the complaint of a visible defect of the silicone insulation.this damage manifestation indicates significant mechanical stress during the operating time. The position and kind of this fraying are characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and of friction of the lead at the ICD housing. There were no indications of material defects or manufacturing errors.